Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported after activating and sealing tissue, the instrument cut the sealed tissue. The jaws then became impossible to open and the knife blade was reported as being extended. The surgeon open a new instrument and completed the procedure with no further difficulties. There was no pt injury.